Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer called in to report a lost sensor error and then a motor error alarm during a bolus. The customer was able to clear the alarm. The customer's blood glucose level was 292 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms, lost sensor alarms or low battery anomalies noted during our testing. The insulin passed displacement, rewind, basic occlusion, prime/a33, occlusion, excessive no delivery and off no power tests. The operating currents were in specifications. The motor was tested outside of the device and passed. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.